Event description:
Additional information received from rep noting elevated impedances unchanged on contacts 0 and 2 post battery replacement.

Manufacturer narrative:
Continuation of d10: product ID 37602 serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2021 product type implantable neurostimulator. Product ID 7495-51 serial# (B)(6) implanted: (B)(6) 2000 explanted: (B)(6) 2021 product type multiple therapy. Product ID 3387-40 lot# l78188 implanted: (B)(6) 2000 product type lead. Product ID b35200 serial# (B)(6) implanted: (B)(6) 2021 product type implantable neurostimulator. Product ID 3708660 serial# (B)(6) implanted: (B)(6) 2021 product type extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: 7495-51, serial/lot #: (B)(6), UDI#: (B)(4); product ID: 3387-40, serial/lot #: (B)(6), ubd: 28-feb-2004, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(6), ubd: 06-oct-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.